Manufacturer narrative:
Initial report indicated that the patient underwent a pump exchange on (B)(6) 2017; however, the date of the pump exchange was (B)(6) 2017 as it was correctly entered in explant date section of the initial report. Device evaluation: the pump was returned assembled with the driveline severed approximately 9 inches from the pump housing and approximately 4 inches of the severed, internal portion of the driveline segment was returned. The sealed outflow graft and outflow graft bend relief were not returned. Both returned portions of the driveline appeared unremarkable and electrical continuity testing did not reveal any discontinuities or shorts. Microscopic inspection and high potential testing of the underlying wires did not reveal any areas of compromised wire insulation. Upon disassembly of the returned pump, examination of the distal-side of the inlet stator revealed a small thrombus formation in contact with the inlet bearing cup and one of the stator blades. The thrombus appeared to have been in the early stages of formation with laminated layering, indicating that it likely developed on the inlet bearings over an undetermined amount of time while the pump was operating. In addition, a flat thrombus formation was observed on the outlet portion of the rotor. The thrombus was denatured, indicating that it was present in the pump while it was operating. The non-laminated structure of the thrombus suggests that it did not originate on the rotor; however, its specific origin could not be conclusively determined. Finally, a large thrombus formation was found surrounding the outlet bearing ball and lodged between all three stator blades, occluding the majority of the blood flow path through the outlet stator. The areas of denaturation on the thrombus as well as the contact marks noted on the outlet portion of the rotor and the outlet bearing cup indicate that the thrombus was present while the pump was operating. The thrombus lacked laminated layering, suggesting that it did not initially form in the outlet stator; however, its origin could not be conclusively determined. The evaluation could not determine a specific cause for the development of the observed thrombus formations or a duration of time for which they were present in the device; however, they appeared large enough to have potentially caused increased drag on the rotor, resulting in the pump power elevations and momentary pump stoppages captured in the submitted system controller log files. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information was received from an sus voluntary report stating: "heartmate ii lvad pump stop for a few seconds then self corrected. Changed pm and cable. Happened again 24 hours later. Change system controller and has not repeated stop for last 24 hours. Have returned system controller to MFR for evaluation."

Manufacturer narrative:
Device unique identifier (UDI)# (B)(4). Approximate age of device - 29 days. The explanted device was returned for analysis. The evaluation is not complete. The patient remains ongoing on lvad support with the replacement device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. It was reported that on (B)(6) 2016, a pump stoppage occurred while the patient was getting dressed. The patient was asymptomatic. Review of the system controller log file submitted to the manufacturer's technical service representative noted a brief pump stoppage event that lasted 3 seconds while the lvad system was connected to the mobile power unit. The pump then returned to the set speed. Two days later, another pump stoppage event was reported. Review of the log file showed multiple pump stoppage events were captured. One event was associated with a driveline disconnect alarm; however, the patient reported that the driveline was connected. An ungrounded patient cable was provided to the patient for use when the lvad is supported with the power module. On (B)(6) 2017, the patient underwent a pump exchange reportedly due to suspected thrombus. The patient was reported to be asymptomatic and no information was provided regarding signs or symptoms of the suspected thrombus. No additional information was provided.